Event description:
Customer's spouse reported via phone call that the insulin pump is damaged. It was stated that the customer had to put duct tape on both sides of the insulin pump in order to make it deliver insulin. Spouse explained that any time they insert a reservoir; the device starts to come apart. The damage is above the screen next to the up a down buttons. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked/broken off end cap, minor scratches on lcd window, and cracked reservoir tube lip. The insulin pump also received with missing segments during testing due to open lcd zebra connector.